Event description:
Per international affiliate, it was reported that two cobalt chrome rods from the viper2 system were implanted in an overweight patient approximately 3 months ago. On (B)(6), the patient was complaining of pain and x-rays revealed that the cobalt chrome rod on the right was broken (at the l5-s1) level. Upon revision surgery, the cocr rod on the left was also found to be problematic as it had pulled out of the iliac screw. The following mfg. Medwatch reports are being filed for the two viper2 rods that were involved in this event. MFR #1526439-2014-11557 - rod that broke in situ. MFR #1526439-2014-11558 - rod that pulled out of iliac screw.

Manufacturer narrative:
No devices where returned to perform an evaluation on and the lot numbers were unidentified. As such a device history record review could not be conducted. A 12 month complaint trend analysis for the viper2 straight rod480mm, cocr [product code: 1967-89-480] for rod breakage and post-operative rod back out. No systemic trend was identified as a result of the analysis. The root cause for the rod breaking and backing out cannot be positively identified with the information at hand. As there has been no systemic trend identified this complaint file will be closed with no further action required. Should the device be returned or lot numbers become available the complaint file will be re-opened and a follow medwatch report filed as appropriate. Device not returned for evaluation.

Manufacturer narrative:
Device manufacture date: apr-17-2013; feb-20-2014. The complaint has been re-opened as the sample was returned for evaluation. Visual verification confirmed the rod had been fractured. Results from a scanning electron microscopy (sem) analysis show evidence of fatigue striations that extend up from the crack initiation site towards the final fracture. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the production lot found no discrepancies. The product was released accomplishing all quality requirements. A twelve month complaint trend analysis was performed for the product code for rod breakage and post-operative rod back out. No systemic trend was identified as a result of the analysis. The root cause of the rod breakage cannot positively be determined. However, the sem fracture analysis shows evidence of fatigue striations that extend up from the crack initiation site towards the final fracture. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.